Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 15-apr-2024, it was reported that the two infusion set was fell off during use. The infusion set is long for less than 3 hours. The blood glucose level was 389 mg/dl. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6010700 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code add malfunction code. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6010700 was manufactured according to the wi version 120 in the line 8, on 14/dec/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/jul/2025 against malfunction code insertion without removing needle guard and lot 6010700 and no other complaint has been registered in database for the same lot 6010700 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.